Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and the had high and low blood glucose events. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump buttons does not work. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer reported to have experienced a high and low blood glucose events. Customer stated that the blood glucose reading was between 40 mg/dl and 500 mg/dl. Customer treated the high blood glucose with manual injection and food for the low blood glucose. Customer declined high and low blood glucose troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.